Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the lead cut in two pieces, measuring 11.4cm and 54.1cm. External insulation abrasions were found at 38.6-41.6cm and 43.2-43.9cm from the helix, consistent with lead friction to another device. The etfe coatings were intact at the same location. Reliability laboratory technician; (B)(4); no complaint received with return of device. Failure (event) observed during analysis.